Event description:
Nine years postoperatively, the valve was explanted due to calcification and stenosis with resultant "moderate" aortic insufficiency. The pt had a history of cad and right ventricular disease at implant. The valve will be returned and add'l info has been requested.